Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient mentioned they "had a lot of pain while healing" from implant procedure, but a "lot of days" now they do not feel pain and are "very active." The patient reported at times they can still feel stimulation even with stimulation turned off. Agent attempted to collect event date, but patient was unable to provide. The patient was redirected to their healthcare provider to further address the issue if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via patient letter. Patient's writing was hard to decipher. Patient was asked what circumstances led to the feeling stimulation even with the stimulation was turned off. Patient stated they were not sure what caused the issue. Steps taken to resolved the issue included healing and less pain in patient's body. Patient confirmed issue resolved, no further problems.